Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was at the site. The patient replaced infusion sets and resumed insulin successfully. No further information available.